Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on the recent complaint (B)(4) against brucella with 5% horse blood, catalog number 255027, lot number 3037294 with respect to contamination. Event description: the customer reported contaminated brucella blood agar plates, product code 255027, lot number 3037294, expiry 09.05.2023. Complaint history review: the complaints trends were reviewed for a period covering 12 months. Similar complaints were reported during that period on this product. However, a trend could not be detected. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were reviewed and plates with contamination could be identified. Physical samples were not returned for evaluation. Pictures were provided. Based on the evaluation of the shared pictures contamination could be detected. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. According to our high-quality standard, we only release product batches to the market with an aql (acceptable quality level) = 0,65. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Investigation conclusion: based on the above-mentioned evaluation the complaint can be confirmed. A definite root cause could not be determined yet; however, detailed investigation is still ongoing. Bd regrets the inconveniences you have experienced and will continue to monitor similar incoming complaints.(B)(4) against brucella 5% horse blood, catalog number 255027, lot number 3037294 with respect of contamination.

Event description:
It was reported that 28 bd bbl¿ brucella agar with 5% horse blood plates were found to have bacterial contamination before use. The following information was provided by the initial reporter: contaminated plates with colonies. Contaminated plates.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9680577-2023-00018 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that 28 bd bbl¿ brucella agar with 5% horse blood plates were found to have bacterial contamination before use. The following information was provided by the initial reporter: contaminated plates with colonies contaminated plates.

Manufacturer narrative:
Initial reporter email: (b)6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 28 bd bbl¿ brucella agar with 5% horse blood plates were found to have bacterial contamination before use. The following information was provided by the initial reporter: contaminated plates with colonies. Contaminated plates.